Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged anvil former. Device (a) was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. The appropriate engineering personnel have been notified of this incident. Device (b) was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 37 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap hepatectomy, an unexpected resistance was felt at the 1st firing. After that staples were malformed. A competitive product was used to complete the procedure. There were no adverse consequences for the patient.